Event description:
Pt has a history of multiple temporomadibular joint surgeries including placement of bilateral total joint prosthesis. The pt reports that she has had problems with her right tmj joint for the past two years with increasing pain. Early in 5-1997 she had injections in the right tmj joint, and shortly thereafter had the onset of fevers and swelling of the face and ear, and increased pain. Shortly afterwards she developed drainage from the right ear. She underwent surgery on 7/24/97 for removal of the right tmj prosthesis. She was found to have an infected tmj joint space with fistula to the external auditory canal. The right fossa prosthesis was found to be fractured.

Manufacturer narrative:
Regarding evaluation codes above, the suspect device was fractured. An independent testing organization evaluated the device using a stereobinocular microscope at magnifications up to 140 power, and a scanning electron microscope. The conclusion was that fracture occurred as a result of monotonic load application that caused an overloading of the casting. There was no evidence of fatigue or cyclic fracture. It is undetermined whether the fracture of the device caused the event, or whether the device fracture was the result of physiologic, trauma, or other conditions or some combination of events and conditions.